Manufacturer narrative:
The investigation into the reported guidewire damage has been completed. The root cause of the product damage issue was not determined since the product was not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. The physician, patient and device information is not available at this time, additional report will be filed when this information is available.

Event description:
The complainant reported that during placement of unknown impella device, the guidewire unraveled during placement. The patient was obese and had peripheral artery and peripheral vascular disease. Excessive force was applied. There was no reported patient harm. The patient and device information is unknown at this time.